Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the control harness not fully seated onto the connector of the digital board. The control harness was reseated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.